Manufacturer narrative:
D4 and h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the cubie was not pop back in. A technical support specialist (tss) responded to a cubie that popped out during medication issuance. The user was unable to restock the item, as it continued to eject and displayed the message item belonging to the cabinet when restock was attempted. The user does not have the required admin permissions to restock the item. Item was return to the pharmacy for further assistance and resolved. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user mentioned cubie popped out during issuing a medication and unable to restock item back. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.